Event description:
It was reported that during a da vinci hysterectomy procedure, a broken cable was identified at the jaws of the large suturecut needle driver instrument. There was no report of fragments falling into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the grip cable was broken at the distal idlers. The cable segment stuck out at the instrument's wrist. The idler pulley spun freely and did not exhibit any damage. The pitch cable was found to be frayed at the distal idler. No damage was found to the clevis. Failure analysis investigation also found visible scratches on the surface of the distal pulley. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the damage found to the cables, if to recur, could cause or contribute to an adverse event.